Manufacturer narrative:
The device not returned and an evaluation/analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported device in wrong position/positioning issue could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 unique device identifier was updated, corrected accordingly.

Manufacturer narrative:
Corrected information was provided in d1 (brand name) and d4 (serial). Corrected information was provided in d3 and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported that during impella cp support, the impella cp alarmed for suction. Imaging was performed and the impella cp was observed to be positioned too deeply within the left ventricle. The device was repositioned by pulling it back, which resolved the suction alarms. The impella cp was subsequently weaned and explanted successfully. The explant was not considered premature and was reported to be unrelated to the reported event. The patient outcome at the time of explant was survived. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.